Event description:
The distributor returned this device with a request for evaluation/repair because a problem was noted during pre-testing of the device. There was no report of serious injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for evaluation and during testing found that the handpiece has the potential to operate in safe mode without depressing the trigger. This occurs when the device is first connected to the console. Further investigation found moisture present inside the handpiece with corrosive deposits that caused failure of the pc board. Conmed linvatec will continue to monitor this product for failures.